Manufacturer narrative:
Analysis of the returned device identified deformation device, creases flat, wear abrasion and weight of the device was found to be within specification. Cloudiness in the gel observed after the autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Additionally, healthcare professional reported baker grade IV for the capsular contracture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was capsular contracture, baker grade unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Device remains implanted.